Event description:
Pt had pain, bruising, redness, and swelling in her groin areas. It was implanted in 2007 and took couple of weeks to heal. She stated that, she still has pain, no energy. She said, that the device is made of nickel and she has allergies to nickel. She said, they didn't know about my allergy to nickel at first because they never asked me about my medical history. Now they know it, but they say it cannot be removed, because it grabs the artery and the nerve. She is asking why it is made of nickel. She said, that a starclose is used to deliver nitinol not nickel. Pt did contact MFR, but they never returned her call. She has allergy to ivp dye too and is taking prednisone and benadryl.